Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer unloaded and reloaded the pump but the cartridge alarm keeps recurring.the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.